Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the left ins was implanted incorrectly because it kept coming out, so patient had to wear a corset pad 24/7. The patient stated she was working with the neurosurgeon to remove the ins and help her with the pain that it was causing her. Patient stated that she was messed up because of the pain and was waiting on a psychology test to test her perception before they would remove the ins. No further complications were reported/anticipated.